Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 6.1/6.2 was unplugged by the customer to regain power for the rest of the device, and drawer 6.2 could not be opened with the emergency latch, possibly due to faulty rails. A field service engineer retrieved a replacement drawer and replaced the faulty drawer transferring all cubies from the old drawer to the new one to resolve the issue and the user verified the functionality of the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary the device was not powered on. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.